Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. Analysis found that the software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was getting ready to load studies for a case, however the transfer was not initiating. They would try and pull, but the system would stay at 0% download status. Troubleshooting included checking the digital intercommunication of medicine (dicom) test all green checks and passing. It was recommended burning a cd for the case. The manufacturer representative confirmed they are able to query without issue. The electronic picture archiving and communication systems (pacs) has traffic issues in the mornings. No patient was present at the time of the event.